Manufacturer narrative:
A field service engineer (fse) was not dispatched for this event as the customer is not questioning instrument performance at this time. Testing at beckman coulter cpls lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. Cpls was able to identify a heterophile-like interferent most likely related to alkaline phosphatase, therefore the root cause of this event is a patient source interferent this MDR is associated with MDR 2122870-2012-00324, MDR 2122870-2012-00326, MDR 2122870-2012-00327, MDR 2122870-2012-00328.

Event description:
The customer reported obtaining several higher than expected hyb-psa results within the normal reference range for one post-prostatectomy patient on the access 2 analyzer. The hyb-psa samples were collected in 12x75mm plastic serum tubes with a gel separator. The erroneous results were obtained on various dates and reported out of the laboratory; however, patient treatment was not impacted by this event, and no death or injury was reported. This report will address the event which occurred on (B)(6) 2011. Other date event will be covered on separate mdrs. The patient sample was sent to a reference laboratory to be tested on an alternate methodology. Lower result was obtained which better matched the clinical presentation of the patient. In addition, the customer sent sample to customer product line support (cpls) for additional testing. Patient results from all dates are attached. The customer advocate (ca) reviewed the customer supplied qc charts dated from (B)(6) 2011 to (B)(6) 2012 ((B)(6) 2012 for the level 3 qc); the three levels of hyb-psa qc were performed on each day. All qc values were within ± 2 sd of the customer's established means. The ca also reviewed the customer supplied hyb-psa calibration curve from (B)(6) 2011. The curve was accepted as passing and had acceptable %cvs. The customer also supplied a routine system check performed on (B)(6) 2012 which passed within the instrument's specifications. A field service engineer (fse) was not dispatched for this event as the customer is not questioning instrument performance at this time.